Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as red, itchy, and with bumps breaking out under the pads. The patient confirmed there are no open wounds, bleeding, or irritation to other materials. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a topical liquid for the skin irritation. Follow up indicated that the skin irritation improved.